Event description:
Boston scientific received information that, during implant, difficulty was experienced while placing this right ventricular (rv) lead. After several attempts at placing the lead, the helix mechanism was not functioning properly. The measurements were within range, but the physician did not find the measurements to be acceptable. The decision was made to replace this rv lead. All measurements were then acceptable and within range. There were no adverse patient effects reported.

Manufacturer narrative:
Upon receipt in our post market quality assurance laboratory, visual observations indicated a complete lead was returned. There was a 45 degree bend in the lead, and the rate/sense polytetrafluoroethylene (ptfe) was twisted. This was indicative of over torque applied to extend/retract mechanism. There was blood/body fluid noted in the lumen, and in the helix housing. This lead did not pass the continuity test. Detailed analysis confirmed through an x-ray that the rate/sense conductor coil was constricted, bound up, and possibly fractured due to over torque. The initial allegation of helix mechanism difficulty was confirmed by analysis. The damaged lead would no longer produce acceptable measurements.